Event description:
It was reported that a month after the implant of an intraocular lens (iol) in the right eye of a patient, the iol rotated by 20 degrees. It was further stated that a yag (yttrium aluminium garnet) was performed following the rotation of the iol. The iol still remains implanted in the patient''s eye. No further information has been provided.

Manufacturer narrative:
Manufacturing record results were reviewed for the order. There are no associated nonconformity reports or deviations. There were no process and / or material changes. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. (B)(6). All pertinent information available to abbott medical optics has been provided.

Manufacturer narrative:
Explant date: not applicable as the iol remains implanted.section f completed by the manufacturer.all pertinent information available to abbott medical optics has been submitted. Placeholder.